Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device will not be returned.

Event description:
According to the available information, though not verified, scrotal infection. The device was removed/replaced. Additional info. Per rsd on 12/28: "no the device will not be returned no malfunction just infection. Cultures were taken but patient was on antibiotics so results may not be conclusive".